Event description:
It was reported by the customer that the needles sprayed back vaccine when attempting to retract the needle. No information was received regarding any serious injury as a result of this report.